Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 02/28/2019, that on (B)(6) 2018, the patient experienced a skin reaction. The patient stated that she observed swelling at the insertion site. On (B)(6) 2018 the patient spoke with her physician and was advised that the tylenol and blood thinners she is taking could be causing her to bleed, which may be directly related to the swelling she is experiencing. At the time of contact, it was indicated that the patient was doing fine. No additional event or patient information is available.